Manufacturer narrative:
The device manufacture date provided in the initial report was found to be incorrect; the corrected date is provided in this follow-up report.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/12/2016. The fse confirmed electronic noise; the red/white preamp card and the red/white/platelet processor card were both replaced, resolving the event. (B)(4).

Event description:
The customer reported platelet (plt) vote outs in addition to high plt results on the abnormal ii control on a coulter lh 500 hematology analyzer. The customer stopped using the instrument for sample processing as controls did not pass verification. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.